Event description:
It was reported by service report that the fowler would not stay in the up position with weight. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: fowler motor.